Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads fall off during usage [device breakage]; replacement heads and they are all a loose fit [device connection issue]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he purchased some oral-b brushheads, version unknown (further identified as oral-b flossaction brushheads) and noted that they were all a loose fit and fell off during usage with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. 13-feb-2016 received follow-up e-mail from consumer: the consumer reported that his toothbrush was an oral-b power rechargeable toothbrush handle professional care 3756. No further information was provided.